Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. P-cap/reservoir locked properly in place. Device received with broken belt clip rails.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the battery started to die and it ended up replacing battery and it was not turning on. The customer¿s blood glucose level was unknown. Customer stated that the clip rails was crack. Troubleshooting was performed for damaged. Customer was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.